Event description:
It was reported that in cardiosave intra aortic balloon pump there was fiber optic failure. There was no patient involvement.

Manufacturer narrative:
Due to characterization limit e1: (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 investigation findings, investigation conclusions; h11 corrected fields: d10; e1 postal code a getinge field service engineer fse was dispatched to evaluate the unit. The fse pulled logs and replaced front end board (B)(6), replaced fiber optic extension (B)(6), replaced fiber optic module (B)(6). Issue resolved, returned unit to customer for use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept fat wayne nj ar 21 aug 2025. The failure analysis and testing dept received the following parts associated with this complaint: (B)(6). Parts were received with a reported failure of the fiber optic functions. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually and together in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070000639 revision r. No failure confirmed for any part. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev au.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).

Event description:
N/a.